Manufacturer narrative:
Product complaint # (B)(4). Batch # r5851u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/2, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: did the device deliver any staples? Yes it had been used a couple of times before the device locked out. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Did the device cut? Yes . If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes the device sounded like it really struggled to fire. Was there any difficulty opening the device? Yes, it would not open. If yes, how was the device removed from the patient? Manual override. If yes, did the jaws eventually open? Yes. Is the current patient status known? Patient is full recovered, a new stapler was opened. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was an unknown issue with device. There was no patient consequence reported.